Event description:
During a tubal ligation, the filshie clip fell off the applicator. The clip was retrieved from the patient.

Manufacturer narrative:
The subject clips were forwarded to femcare-nikomed, the manufacturer. This report will be amended as appropriate, once results of the manufacturer's investigation are known. (B)(4).